Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025. Explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedances were observed on various contacts of the extension cable during placement of a right subthalamic nucleus (stn) lead with an externalized extension for a study. Multiple impedance tests were performed on two extension cables and two extensions, confirming persistent high impedance specifically on contact 1. Despite using a new extension cable and placing a new extension, high impedances on contact 1 remained unchanged. The physician was aware and the situation was left as is. No patient complications have been reported as a result of this event. Additional information received from rep indicating that impedance resolved on their own the day following the initial report with no known actions taken. Rep confirms that first extension has been sent for return but also mentions patient discarding an additional device.